Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in the patient¿s medical records that the patient presented to surgery with persistent neck and arm pain following a prior acdf at c4-c6. Workup revealed some residual foraminal stenosis and a nonunion at the c5-6 level. The c4-5 graft has apparently fused. This was confirmed intraoperatively. The patient underwent a procedure for posterior revision of fusion at c5-6 with implant of lateral mass screws and rhbmp-2/acs. It is alleged that the patient¿s post-operative periods were marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007, patient underwent the following procedures: posterior spinal fusion, c5-6. Lateral mass screw fixation, c5-6. Pre-operative/ post-operative diagnoses: nonunion of c5-6 ¿acdf.¿ as per op-notes: ¿we then decorticated the lateral masses, laminae, and the cartilaginous surface of the facet joint at c5-6. A small rhbmp-/acs kit was prepared according to manufacturer's instructions and was cut into pieces. Strips of rhbmp-/acs were placed in the decorticated facet joint and also packed along the decorticated posterior elements and lateral masses.¿ no complications were reported. On (B)(6) 2008, patient underwent the following procedures: posterolateral spinal fusion at l5-s1. Transforaminal lumbar interbody fusion at l5-s1. Pedicle screw instrumentation at l5-s1. Cage instrumentation at l5-s1. Right iliac crest bone graft. Pre-operative/ post-operative diagnoses: degenerative disc at l5-s1 with left paracentral herniation. As per op-notes: ¿we then completed the tlif. The front half of the disc space was filled with iliac crest autograft as well as some rhbmp-/acs. Half of a small rhbmp-/acs kit was placed into the cage which was then impacted and rotated so it was a little off center in both the ap and lateral planes..¿ no complications were reported.